Event description:
Reportedly, during patient use, the gas outlet block near the discharge ports, on left side of the ht50 ventilator became loose. An air leak occurred and this resulted in a high minute volume alarm. The patient was manually ventilated and transferred to another ventilator. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4).